Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in 2013, the patient experienced peritonitis. On an unreported date in 2013, the patient died. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that on an unreported date a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by stomach ache and cloudy peritoneal effluent. Treatment was not reported. On an unreported date the pt died. The cause of death was peritonitis. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. Additional information was requested but is not available.